Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, when doing threshold testing there was no capture in the ventricular chamber and maximum output and pulse width. The patient had good conduction and was not pacemaker dependent in the ventricular chamber. It was further reported that five days post implant the patient presented at the hospital in cardiorespiratory arrest and died. The cause of death is unknown but was noted to be likely due to myocardial infarction.